Event description:
It was reported that during the implant procedure of the left ventricular lead, a small dissection of coronary sinus was confirmed with contrast fluid. The lead was implanted in the postero-lateral vein of coronary sinus. The condition of the patient was good both during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Dissection of coronary sinus.